Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth connection between transmitter and mobile app issue occurred. Pair request and readings resumed after dexcom technical support requested that the patient restart the g6 app. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.